Event description:
Reporter indicated a system diagnostics test at the office visit resulted in a high impedance reading indicating a possible device malfunction. It was also reported that the pt was experiencing hoarseness with stimulation. Ap and lateral x-ray views of neck and chest evaluated by manufacturer. Lead discontinuity was visualized near the negative electrode. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Method - ap and lateral x-ray views of neck and check evaluated by MFR. Results: lead discontinuity visualized near negative electrode. Conclusions: a device malfunction is suspected, but did not cause or contribute to a death or serious injury.